Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture, baker grade not specified. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "visual analysis of the returned device identified, weight to the spec, crease fold, and white particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process." The event of "capsular contracture, baker grade not specified" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade not specified.